Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed an error code 1260 on power up and had a scratched lens and a damaged top and bottom rear labels. The event occurred during testing and there was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The rear and front housings assemblies were damaged. This device has not been in for service in the review period. Unable to download event history logs due to alarm message error code 1260 on the pump display. Device alarmed constantly and displayed error code 1260 when powered up. The primary problem was replicated. The cause was an inoperable printed circuit board (pcb). Replaced pcb to correct the issue. The passed all functional tests after the repair.